Manufacturer narrative:
Should additional information become available, this report will be updated.

Event description:
It was reported that this right ventricular (rv) lead was capped and surgically abandoned due to high pacing thresholds. A micro dislodgment was suspected. During the revision procedure the physician encountered difficulty retracting the helix. This lead was successfully replaced with a new lead. No additional adverse patient effects were reported.